Event description:
The report received from a study indicating that the day after the index procedure, the patient had a transient ischemic attack (tia). The patient presented with aphasia. The patient was said to have recovered with minor residual effects. No intervention was performed. The event was reported to be unrelated to the study device/procedure. The adverse event (ae) of tia was captured previously as a not reportable complaint. However, based on the cec adjudication received, the ae is being change to a cerebrovascular accident (cva)/stroke. The patient was asymptomatic at the index procedure. The target lesion was the left carotid artery. The lesion was reported to be: 90% stenosis, 25 mm length, mild calcification, and 5.3 mm vessel diameter. The lesion was pre-dilated. An angioguard embolic protection device was used. A precise 8 x 40 mm stent was implanted successfully. The patient had no neurological deficit upon leaving the angiography suite. The patient was discharged nine days after the procedure.

Manufacturer narrative:
Post adjudication cc: this study patient underwent carotid artery stent implantation and the day after the procedure suffered an ischemic stroke. The patient is a male patient with a history of cad, ptca, abnormal stress test, severe aortic/mitral valve disease, severe pulmonary disease, dyslipidemia, hypertension and smoking. Pre-procedure, the nih stroke scale score was 0 and the rankin score was 0. The patient was asymptomatic at the index procedure. The target lesion was the left distal common carotid artery described as mildly calcified and 90% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated with an unknown balloon. One precise 8 x 40 mm stent was implanted successfully. There was 10% residual stenosis. The patient had no neurological deficit upon leaving the angiography suite. The day after the procedure, the patient experienced a neurological deficit consisting of aphasia and right hemiataxia initially diagnosed as a tia. The duration of the deficit was unknown and recovery was reported as partial with a minor residual deficit. Subsequently, the neurological event worksheet was submitted which documented an ischemic stroke event with a notation of "both hemispheres, watershed", approximately 8-10 hours post-procedure. An MRI of the head was performed in 2008 and compared to a CT ten days earlier. The study revealed acute peripheral cerebral infarcts of the left cerebral hemisphere likely in the aca and mca vascular territories. Smaller acute infarcts are suspected of the watershed region of the ischemic left cerebral hemisphere. Small acute infarcts were also noted in the right parasagittal frontal and parasagittal parietal occipital lobes. Small chronic infarcts were suspected in the basal ganglia structures. Chronic ischemic changes were noted in the brainstem. A mra of the neck revealed an approximate 3.7 cm defect extending from the distal left cca into the proximal left ica likely related to stent placement. Flow was noted distal to the stent. There was mild to moderate stenosis of the proximal right ica. A cta of the head and neck was performed the day of the MRI and compared to the MRI and mra. It revealed the following: bilateral acute cerebral infarcts seen best on the MRI study. Chronic small vessel ischemic white matter disease. Postoperative changes status post left carotid endovascular stent placement. There was no evidence of hemorrhage or midline shift. The left ica stent was patent with two focal areas of stenosis at the proximal and distal stent in which the lumen narrows to 2.8 and 2.7 mm, respectively. A neurology note three days alter reported that the post-stenting course was complicated by a watershed infarct left >right, mainly effecting the right hand. Six days later, the nih stroke scale score was 5 due to answering only one question correctly, partial gaze palsy, minor facial paralysis, mild to moderate aphasia and mild to moderate dysarthria. The rankin stroke scale was 5 . The patient was discharged four days later on asa and clopidogrel. Three months later, the nih stroke scale score was 0 and the rankin stroke score was 0. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13289912 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: nonconformance record was generated in order to process the lot until flux 950 and then hold until a sterilization load is assigned. Pra was approved, the lot was liberated and the pths closed. This nonconformance bares no relation to the complaint reported. Process monitoring: no excursions were found for lot 13289912. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and procedural factors may have contributed to the reported event. Please note that this is the initial/final report for this product.